Event description:
Following implant/pump replacement it was reported on (B)(6) 2011 that the pump was alarming although not frequently. It was later reported that the alarm was due to a motor stall that recovered after 48 minutes. Patient did not report of any adverse symptoms related to the stall. On (B)(6) 2012 confirmed motor stall and recovery was reported. It was added that there were numerous stalls on pump. On the morning of (B)(6) 2012 patient tried giving herself a bolus and an error code showed up; the exact code was not known to the reporter. Patient believed that her ptm (personal therapy manager) lockout intervals were not correct. It was added that an alarm was heard and confirmed by telemetry as critical. It was indicated that the hcp was aware of it and that the patient had not had any signs or symptoms and felt the pump was working; patient got her "first full night of sleep last night however, continued to hear alarming". It was further indicated that the hcp had looked at pump and pump logs and was unable to determine what was causing this. Drug delivered via the device was morphine, 10.0 mg/ml, simple continuous. This dose was increased to 2.5 mg/day from 2.0 mg/day after first motor stall on the pump. It was later reported that the pump and catheter were removed. The reason for removal was noted as repeated alarms due to motor stalls.

Event description:
Additional information: it was reported that the patient did not recall any source of magnetic interference; however the patient stated that "the tv had particularly bad reception the night of the pump alarm".

Event description:
Correction/addition: the personal therapy manager (ptm) had error code. The code disappeared and the patient was not sure what it was, exact code not reported. Patient was able to give herself a bolus.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Programmer: serial# unk; catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The catheter was incomplete; returned in segments. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump repeatedly stalled and recovered. It was noted there was no patient injury.

Manufacturer narrative:
(B)(4). All previously reported device conclusion codes will be updated/corrected to those listed above.